Event description:
The customer states that the architect lh assay will not calibrate when using reagent lots 39098m200 or 33198m200. Error code 1227 (fit concentration too high for cal f) is consistently generated. No suspect patient results were generated. There is no impact to patient management reported.

Manufacturer narrative:
This issue was identified, while investigating, an increase in customer complaints for upward shifts in non-abbott controls and patient samples, as well as calibration errors. Specifically, error code 1227, "assay (lh) number (641) calibration failure, fit concentration too high for cal f," may be generated, which would result in failure to obtain a valid calibration curve. Abbott has not received any reports of adverse events related to the affected lots of architect lh reagents. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.